Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported an incident of hypoglycemia requiring treatment by layperson at a time when the mobile system gave a blood glucose result of 170 mg/dl. The customer#s wife had to give him glucose and cola to drink. A request was made for the return of the meter and strips.